Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer doesn't clean the pump and sometimes uses cold insulin. Clinical support informed customer that not cleaning the pump and using cold insulin are off label per the tandem user guide. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer reported she changed the infusion set. Customer's blood glucose was 179 mg/dl.